Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) g07001 part/component/sub-assembly term not applicable: side effect. After investigation the event for this cn# is no longer reportable as nothing indicates that the event is related to fault condition of the device or abnormal use of the device, therefore the event is assessed to be a side-effect. Consequently, the event of the vascular, suspected steal syndrome is considered to be related to the procedure. According to the instructions for use, claudication is a known adverse event associated with the zta implantation procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: protocol (B)(4) , patient (B)(6): adverse event of suspected steal syndrome reported at 2-year follow-up time point. On (B)(6) 2019, a zta-p-32-155 was placed as emergent treatment for traumatic injury in a poly-trauma patient. Procedure imaging showed patent graft, left subclavian artery not covered by graft fabric, no endoleaks, and no device issues. The 1- and 6-month, 2-, 3-, 4-, and 5-year follow up imaging all showed patent device, no evidence of thrombus, and all vessels noted as patent. However, at the 2-year time-point (visit on (B)(6) 2021), an adverse event was entered for suspected steal syndrome related to the device and procedure, noting "overstenting of left subclavian artery (lsa) with study device lead to this adverse event." This has been queried as no imaging indicated coverage/occlusion of the lsa. No treatment was provided. Patient outcome: the adverse event is noted as resolved without sequelae at the 3-year time point (visit on (B)(6) 2022). It was queried how the adverse event resulting from overstenting of the lsa was resolved without treatment. The patient remains in the study, data collection is ongoing.